Event description:
A leak was found on the silicone tubing of the transfer set when the patient was changing the solution bag. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not determined because there was no sample returned to baxter. The lot number is unknown; therefore a batch review cannot be performed.